Event description:
On (B)(6) 2026, the patient called to report that her g4 was not working even after currently replacing the columns. The patient stated that due to the incident they had been hospitalized. Inogen attempted to follow up with the patient on three separate occasions to confirm and gather more information about the incident, but the patient was unreachable. This complaint is being submitted due to the nature the patient stating they had been to the hospital. Intervention is unknown.

Manufacturer narrative:
The unit was received for investigation on january 13,2026. The unit came for oxygen error. The complaint was confirmed with the data show 02 low this means contaminated column due to zeolite absorbed moisture. The data log shows low battery errors; this means the patient running the unit on low battery. Housing scratch due to rough cleaning, which the column, top housing, uip and inlet filter were replaced. The patient received a replacement unit.